Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 412 mg/dl. Customer had symptom of high blood glucose; customer had difficulty breathing and a little nausea. It was not yet certain what caused hospitalized due test still being ran. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. .troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Caller was advised to call back for full troubleshooting in order to determine pump replacement. Tubing clamp would also be sent out.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No cosmetic damage noted during physical inspection.